Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause of the observed corrosion in the device forceps channel port and at the objective lens could not be determined, however, the issues were likely due to insufficient device cleaning/reprocessing and or external factors. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the cysto-nephro videoscope was found to exhibit corrosion in the forceps channel port and at the device objective lens. There was no patient involvement, and no harm was reported as a result of the event.